Event description:
Complaint received from pt that alleges "brace is broken next to join, pt injured-needs new surgery because of it". Questionnaire received from clinician and/or pt. Questionnaire stated that "because the brace broke the knee got too much in flexion: new tibia fracture: new surgery". Product not returned to MFR for review. No additional info available for review.